Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 at site #19 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. The clinician states that the pt had to wait almost a year before she was financially able to restore the implant. The clinician reports tha the healing abutment came loose and the pt was unaware of it. Therefore, an infection set in around the implant causing the implant to become loose. The implant was removed on (B)(6) 2013 due to infection, mobility. Medical history: no significant findings.